Event description:
Reporter alleged that test strip vial used with the blood glucose monitoring device does not contain a use by date or lot number and is unable to find the numbers on the box of test strips either. Reporter stated there were no actions taken and no treatment rec'd associated with the alleged event. A request was made for the return of the suspect product and replacement product was sent.